Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type: extension. Product ID neu_ unknown_lead, product type: lead. (B)(4).

Event description:
A consumer reported the patient had an e. Coli infection and they had their deep brain stimulation system removed. The infection happened in 2014. In 2014, the "stuff in the brain" was removed. The patient's indication for use is movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.